Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated a bolus. The customer experienced a low blood glucose (bg) level; value was not provided. Customer consumed carbohydrates to address bg. No pump or supply issues were identified at the time of the event. Recommendation was made to consult with healthcare provider regarding diabetes management.